Event description:
Reported due to surgical removal of stent. The physician attempted to place a wavemax 8.0 x 38 mm stent in the right iliac artery, which was reported to have a lesion. The vessel duct size was eight to nine (8-9) mm and was "quite calcified." The vessel was not predilated. It was reported that the wavemax stent delivery system could not cross through the lesion. After passing the stent through the eight (8) f introducer sheath it "felt sticky and could not draw back into the sheath." The stent was removed surgically via a cut down in the cath lab by a vascular surgeon. The delivery system was removed "normally." No vessel damage was reported, therefore a second wavemax stent was placed "higher up in the vessel." The size of the stent is unknown. The patient remained in stable condition during the procedure and was reportedly discharged the next day. No adverse events were reported. Although requested, additional patient information was not provided.